Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 4.2 had failed and were not detected on the bus and also required maintenance. A field service engineer (fse) shut down the station, used a multimeter to identify affected boards. The fse then replaced the faulty boards and secured all connections. The station was rebooted, and hardware testing was performed using the hardware test application, successfully opening and closing drawers/cubbies with no errors observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device displayed a device not detected on bus error. The customer attempted to recover the failed drawer, but the system continued to display a required maintenance message. The device was rebooted without resolution. Additional troubleshooting was performed, including shut down the station by unplugged the power cord for 2-5 minutes, reconnected power, and powered the station back on; however, the drawer recovery continued to fail and the issue persists. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.